Event description:
Device malfunction: device #1 suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an unspecified procedure. Reportedly the physician experienced a suture break. The device was removed and closure with a second proglide was attempted with the same results. Hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not complete. The perclose proglide #2, part #12673-03, lot #60026-6h indicated is being filed under a separate medwatch MFR number.